Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's address is (B)(6). Block h6: medical device problem code a0401 captures the reportable event of basket wire fully detached from basket. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that 1 of 4 basket wires broken. It is still attached to the basket. For the functional test the handle was actuated and the device open/close normally. Analysis performed, the investigation conclusion code for the reported complaint will be documented as conclusion not yet available. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported that a zero tip basket was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on october 26, 2022. During the procedure, a basket wire fully detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on january 31, 2023*** according to the operator, unexplained fracture during surgery in the ureter.

Event description:
It was reported that a zero tip basket was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2022. During the procedure, a basket wire fully detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on january 31, 2023. According to the operator, unexplained fracture during surgery in the ureter.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The initial reporter's address is no. 1, (B)(6). Medical device problem code (B)(4)captures the reportable event of basket wire fully detached from basket.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's address is no. 1, yida road, jiaosu village, yanchao district. Block h6: medical device problem code a0401 captures the reportable event of basket wire fully detached from basket. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that 1 of 4 basket wires broke, but it was still attached to the basket. A functional test was performed and it was found that the handle was actuated and the device could open/close normally. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Based on all available information, the failure of basket wire break can be attributed to the material of the basket wire and it was determined that this failure is inherent to the design of the product. However, it's important to note that the complaint rate for this particular failure mode falls within the expected range as documented in the risk assessment. Therefore, the most probable root cause is cause traced to device design.

Event description:
It was reported that a zero tip basket was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2022. During the procedure, a basket wire fully detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on january 31, 2023*** according to the operator, unexplained fracture during surgery in the ureterus.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The initial reporter's address is (B)(6). (B)(4).

Event description:
It was reported that a zero tip basket was used in the ureter during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2022. During the procedure, a basket wire fully detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.